Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Pt age and weight: unknown. Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The customer reported the cc4204a collamer single piece lens was bent and damaged as it was inserted into the eye. The lens was removed without any injury to the patient. The reporter stated the event was due to a loading error.